Manufacturer narrative:
Other, other text: b3: month and year of event have been provided, day is unknown. D4: expiration date and h4: manufacture date are unknown, no lot number has been provided. Two photos and one device sample were received for investigation. The provided photos pictured the complaint device. No damage or anomalies were observed during visual inspection. The reported issue was confirmed during functional testing when leakage was detected between the check valve and pilot balloon. No product lot number was provided, therefore, no review of manufacturing device history records could be conducted. However, the investigation attributed the condition to an error during manufacturing process. A notification of this complaint's details was made to manufacturing personnel and complaint information will continue to be monitored.

Event description:
It was reported that during the pre-use check, the customer noticed the cuff was easily deflated. No adverse patient effects were reported by the customer.